Manufacturer narrative:
Device evaluated by MFR.: a synergy xd mr ous 2.50 x 16mm was returned for analysis. A visual, tactile and microscopic examination was performed on the device. Inspection identified no kinks or damages on the hypotube shaft. An examination of the distal shaft polymer extrusion noted no damages. A detailed examination of the balloon material identified no damages. The balloon folds were relaxed (not tightly folded) and there was clear evidence of stent crimp along the balloon. The stent was implanted successfully and therefore was not returned for analysis. Examination of the tip section found no damage. There were no segments missing from the device.

Event description:
It was reported that possible unretrieved device fragment occurred. A 2.50 x 16 mm synergy xd drug-eluting stent was successfully implanted without any problems. However, after the percutaneous coronary intervention procedure, during final fluoroscopy, something appeared to be reflecting inside the patient. The physician was unable to determine what it was. Intravascular ultrasound (ivus) and contrast imaging confirmed the presence of the unidentifiable fragment. No patient injury was reported. It was further reported that the target lesion was 90% stenosed, severely tortuous, and severely calcified. The stent was implanted in distal right coronary artery. The patient was in good condition post procedure.

Event description:
It was reported that possible unretrieved device fragment occurred.a 2.50 x 16 mm synergy xd drug-eluting stent was successfully implanted without any problems. However, after the percutaneous coronary intervention procedure, during final fluoroscopy, something appeared to be reflecting inside the patient. The physician was unable to determine what it was. Intravascular ultrasound (ivus) and contrast imaging confirmed the presence of the unidentifiable fragment. No patient injury was reported.

Event description:
It was reported that possible unretrieved device fragment occurred. A 2.50 x 16 mm synergy xd drug-eluting stent was successfully implanted without any problems. However, after the percutaneous coronary intervention procedure, during final fluoroscopy, something appeared to be reflecting inside the patient. The physician was unable to determine what it was. Intravascular ultrasound (ivus) and contrast imaging confirmed the presence of the unidentifiable fragment. No patient injury was reported. It was further reported that the target lesion was 90% stenosed, severely tortuous, and severely calcified. The stent was implanted in distal right coronary artery. The patient was in good condition post procedure.